Event description:
It was reported that during a prostate procedure, @ 244845 joules, the fiber was noted to be forward firing. The procedure was completed using a second fiber. Patient outcome: "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits mild char; the glass cap exhibits moderate devitrification at output window; the beveled edge of the fiber is not aligned with the output window; the glass cap/fiber can rotate off center by force; the metal cap adhesion location exhibits burnt glue; the metal cap is loose within the outer flow tubing; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the product analysis results, the product complaint of forward firing could not be confirmed. A glue failure has been identified; the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Manufacturer narrative:
Device serial number correction.